Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible alp2 assay results for an unspecified number of patient samples tested on a cobas 6000 c501 module. The customer stated that patient samples had alp values such as 7 iu/l, 6 iu/l, 9 iu/l, 7 iu/l with a data flag, 6 iu/l, 10 iu/l with a data flag, 10 iu/l, 22 iu/l, and 14 iu/l with a data flag. These values did not align with the historical data or with patient history, so this prompted a repeat of the patient samples. The customer provided examples of four patient samples with discrepant alp results. The first sample initially resulted in an alp value of 6.0 iu/l and it repeated as 257.0 iu/l. The second sample initially resulted in an alp value of 22.0 iu/l and it repeated as 339.0 iu/l. The third sample initially resulted in an alp value of 17 iu/l and it repeated as 231 iu/l. The fourth sample initially resulted in an alp value of 17 iu/l and it repeated as 226 iu/l.

Manufacturer narrative:
The alp reagent lot number and expiration date were requested, but not provided. The analyzer syringe seals were due for replacement. The investigation is ongoing.

Manufacturer narrative:
On 31-mar-2026, the customer had a re-occurrence of the issue with 23 patient samples. No specific data was provided. The field service engineer checked the washing, gear pump pressure, and water pressure. The sample probe was changed. Mixers were cleaned and one mixer was adjusted. Covers were re-installed and mechanism checks were performed. Wash reaction parts maintenance was performed and a photometer check was performed. Calibration and controls were acceptable. The issue occurred again on 05-apr-2026 with approximately 30 patient samples. One example was provided of a sample (sample 5) that initially resulted in an alp value of 10 iu/l. The sample was repeated on 07-apr-2026, resulting in a value of 233 iu/l. Other samples had low results that were much higher upon repeat. Amended reports were issued.